Event description:
The reporter indicated that surgeon was not satisfied with a 12.6mm implantable collamer lens that was implanted into the patient's left eye (os). Reportedly, "the doctor ordered lenses of 12.6 size, but doesn't suit the patient."

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B5: reportedly, "no feedback from the clinic. They informed that vault of the patient is ok and they are not planning to make re-implantation." Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).